Event description:
It was reported that vessel dissection that requires additional intervention. A 2.50 x 38mm synergy xd drug-eluting stent was advanced for treatment and deployed. However, proximal edge dissection was observed and was covered using another stent. The procedure was completed successfully. There were no further patient complications reported.